Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the calcified left circumflex artery. The 3.0 x 20 mm promus element stent encountered resistance advancing to the target lesion. The promus element stent dislodged from the balloon while inside the left circumflex artery. The physician was unsuccessful in retrieving the promus element stent. It was noted that the proximal end of the promus element stent was damaged. The physician deployed the promus element stent from the ostial of the left circumflex artery to the proximal left circumflex artery. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).